Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least (2) exactamix 2400 valve sets had leaking ingredients; the lipids from port #1 found leaking back into port #10. This was observed during preparation. There was no patient involvement. No additional information is available.